Event description:
It was reported that the user experienced a brief dexcom g7 continuous glucose monitor signal loss to the ilet that resolved before contacting support, and the user received education that transient disconnections can occur with bluetooth interference or distance between devices. Symptoms included no reported adverse physiological effects, no alerts, and no alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer care troubleshooting and education regarding bluetooth connectivity, device proximity, and routine use. Investigation of this case revealed no device malfunction and no persistent communication fault, with the event consistent with intermittent bluetooth signal interruption limited to the cgm-to-ilet link. It was concluded, based on previously established findings for similar reports, that the cause was user-environment interaction leading to temporary loss of wireless communication.